Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) reporting that the device is unable to boot up. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and it was found that it was the room's connection that caused the reported issue. This issue was found to be a connection issue within the room. The customer changed to another room and reconnected the ac power and the machine went back to normal. The device passed the required performance verification tests per philips standards. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed to be a connection issue within the room. The device was not being used for treatment when the reported event occurred.